Event description:
Customer performed a blood glucose test and received a result of 30 to 42 mg/dl. The customer drank orange juice and ate some food to raise blood glucose level. Later spouse was unable to wake pt up. Spouse called an ambulance and when they arrived they tested and received a result of 142mg/dl. They were taken to the hosp. The customer states at the hosp they were treated for a diabetic coma and dehydration. They were given a saline IV and placed on a heart monitor. Controls were expired. A request was made for the return of the suspect device and replacement product was sent.